Event description:
The customer reported that during initial inspection, this unit failed the controls test. The energy select switch was malfunctioning such that the energy selected was different than the dial. There was no pt involved.